Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on historical data, possible causes include damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited due to damage on bending tube, the joint section between bending tube and distal end is not secured. There was no patient involvement.